Event description:
A physician reported a patient received her first skin test on 05/06/97 in the right forearm. On 05/07/1997, the patient developed a rash on her right finger. The physician stated that the rash looked like contact dermatitis, and did not believe it was related to the collagen. The skin test site remained asymptomatic. No medical or surgical intervention was planned or prescribed. Although the symptoms after the first test were believed to be contact dermatitis, because the patient had a second episode of rash after her second skin test, the physician was not certain whether the rash after the first skin test was related to collagen.